Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 80 mg/dl and 118 mg/dl. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.

Manufacturer narrative:
Control solution testing results were not within valid range.